Event description:
Ed resus bay: new braun IV catheters were ineffective for IV placement on patient. Patient had to receive multiple IV attempts before an ultrasound guided IV had to be established by the provider. IV attempts that were made by staff totaled 6 before an IV was established by provider. The attempts were made by extremely experienced and competent staff in a resuscitation attempt. These times are vital for the patient and it delayed patient care due to inability to obtain IV access.